Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, intrinsic sphincter deficiency, advanced second degree cystocele, and mild prolapse. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and neuromuscular problems. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to infected mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.